Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used reservoirs performed manual prime and high pressure test using a new lab infusion set along 7xx pump ran priming in pump reservoirs passed per inspection no air bubbles anomaly was observed during analysis. Checked o-rings/stopper groove for defects and none were found. Both reservoirs connected/locked in place properly.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 417 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer did not mention any symptoms of high blood glucose levels. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.